Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: saline mentor siltex round moderate profile 325 cc, catalog number 3542650, serial (B)(4), lot number 5643317. (B)(4).

Event description:
It was reported that a (B)(6) patient who underwent primary breast augmentation with saline mentor siltex round moderate profile 325 cc on the left breast implant and mentor saline implant of unknown type on the right breast implant on (B)(6) 2018 developed left breast implant deflation. A bilateral mammography that was performed on (B)(6) 2018 showed few benign looking calcifications and left implant deflation. The breast tissue is dense, therefore it was advised that additional breast imaging be completed for potential breast masses or abnormalities. The patient underwent removal and replacement with mentor gel implants on unknown date. No additional imaging was provided. Follow up is in progress. Should more information become available, this case will be re-assessed and notes will be updated. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is considered serious and reportable.

Manufacturer narrative:
On 07/18/18, it was reported to mentor that the date of implantation was (B)(6) 2018. On 07/18/18, it was reported to mentor that the replacement devices were gel mentor memorygel breast implant 350cc. Manufacturer¿s reference number: (B)(4).